Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It couldn't lock the screw during insertion. Changed the screw and complete the procedure.

Manufacturer narrative:
The reported event that locking screw, t10, 3.5x14mm was alleged of 'no locking effect' could not be confirmed, since the returned device is conforming to specifications and fully functional. Based on investigation, the root cause was attributed to be user related. The failure was caused as the surgeon may have encountered some complications during screw insertion. The device inspection revealed the following: a plate has been used in order to test the locking possibility of the returned screw. The screw could be locked and un-locked without any issues, despite of some visible marks on the threaded parts of the locking head. Unfortunately the plate has been implanted and therefore could not be checked for its functionality. A close up view done by the microscope of some of the damages of the returned screw clearly show that the surgeon may have encountered some complications during screw insertion, which made him decide to use another new screw instead. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It couldn't lock the screw during insertion. Changed the screw and complete the procedure.